Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s) product code? Lot number? Procedure and event date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure, suture is constantly swaging, practically 80% of the sutures they are using are presenting this quality problem. They state that they have not kept the samples because the dr. Begins to use them normally, but when he is going to make the tension so that the tissue is well faced, it is decapitated, they cut a small portion and thus it is difficult to store it. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/4/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were x-rays done to locate the needle? No. Was the needle removed from the patient? Yes. Was the procedure completed successfully? Yes. Were there any adverse outcomes for the patient? No. Did the event occur during one or more patient procedures? Yes. What is the total number of procedures? 15 times. Have any of these events been previously reported to ethicon? If yes, please provide the respective reference numbers? Yes. Product code? 8556h. Lot number? Pkh696. Procedure and date of the event? June 8, 2022. H3 investigational summary: one unopened sample of product code phk696 was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the condition of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect no anomalies or defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.